Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Went to remove tampon, there was no string- retained [foreign body in reproductive tract]. There was no string - tampon [device physical property issue]. Went to remove tampon and there was no string [complication of device removal]. Consumer reported via e-mail there was no string on tampon when she tried to remove it. No serious injury reported.